Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was reported as due to programming. The programming date and time for most recent interrogation prior to the event was (B)(6) 2013. The etiology was reported as due to programming. The clinical diagnosis was that uncomfortable stimulation was reported.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The adaptive stimulation required changing to 4 seconds. The device was functioning well. Following the change the problem resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot# 0208822667, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had intermittent headaches and she noticed they disappeared when she turned her device off and would reappear when the device was on. The patient was reprogrammed on (B)(6) 2015. On(B)(6), the patient reported some headaches but they were managed reasonably well. The patient also had some shocking sensations when she changed position, particularly from lying down on one side to the supine position or from standing to supine. Reprogramming was performed again on (B)(6). The event was noted to be related to programming and stimulation. The patient was alive with injury and the event was ongoing. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the adaptive stimulation required changing to 4 seconds. The patient reported some shocking sensations when she changed position particularly from lying down on one side to the supine position or from standing to supine.

Event description:
Additional information received from the healthcare professional of a foreign clinical study reported that the following device diagnosis was added: the delay on the adaptive stimulation setting needed adjusting as they did not suit patient on positional change. Action taken on (B)(6) 2015 included review by consultant. The headaches continued but were well managed.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 977a275, lot# 0208822667, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was resolved without sequelae on (B)(6) 2015. No further complications were reported/anticipated.